Event description:
Customer reported that he has to frequently change the batteries on his insulin pump. This has happened for the last three weeks. He stated the device rejects new batteries. He also reported there was condensation inside the screen. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.